Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the emergency room visit was 400 mg/dl. Customer reported being short of breath and nauseous. The customer was wearing the device at the time of the emergency room visit. During troubleshooting, no malfunction of the insulin pump was shown. The insulin pump was not replaced or returned for analysis.